Manufacturer narrative:
(B)(4) microstriae. The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
Account reported that a patient had microstriae after procedure on (B)(6) 2016. Surgeon performed a flap lift and rinse on (B)(6) 2016 to eliminate it. Patient pre op best corrected visual acuity (bcva) was 20/20 and post op bcva on (B)(6) 2016 was 20/25. It was reported that the next manifest refraction will not be done until 2 weeks post lift. The cause of the micro striae is unknown and it was mentioned that it was an isolated event.